Event description:
Upon the physician discovering the pt had a significant right artery stenosis, he decided to pre dilate the vessel with a balloon. The physician then placed the stent across the lesion that was pre dilated. Once fluoroscopy was turned on, the physician found the balloon had advanced distally past the stent. Upon pulling back the balloon, the stent moved with the balloon. A cut down was needed to remove the stent from the femoral artery. The physician plans to further investigate the lesion with ivus to get a better look at the lesions characteristics.

Manufacturer narrative:
(B)(4). Correction: manufacturer report number: 3002808486-2013-00038 corrected to: 3002808486-2013-00001. The investigation is in progress.